Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable digoxin result on their e411 rack analyzer. The patient's initial digoxin result was 4.56 nmol/l. The first repeat result was 3.00 nmol/l. The second repeat result was 3.22 nmol/l. On (B)(6) 2012, the third repeat result was 3.02 nmol/l. The customer considered the repeat results to be correct and 3.00 nmol/l was reported outside the laboratory. There were no adverse events. The digoxin reagent lot number was 166776 and the expiration date was not provided. It was noted the customer was not using the recommended rack adaptors and was not following the tube manufacturer's recommended centrifugation parameters.

Manufacturer narrative:
A definitive root cause could not be determined. The roche quality control results were within expectations. Calibration signals were within expectations. No reagent issues were identified. The performance testing data did not reveal an issue with the instrument. Based upon information provided, inappropriate sample centrifugation conditions may have caused the event. No adverse events were reported.